Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an atrial lead warning occurred and there was high/undefined right atrial lead impedance. It was further reported th ere was no capture at maximum device output and there was a possible fracture. The lead was capped and replaced. The patient complained of near syncope near the time of the lead impedance rise. No further patient complications have been reported as a result of this event.